Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued. - attachment: [mw5073399.pdf].

Event description:
The healthcare provider (hcp) reported via the user facility that the implant was replaced/revised due to high impedance in 2014. It was indicated that there was a malfunction, and the impedance was noted to be above 1000. The patient outcome was hospitalization. The diagnosis for use was gastroparesis. There were no further complications reported as a result of this event.